Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0058, awareness date 13-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted. Consumer stated she suffered for years before she had to have total hysterectomy at the (B)(6). Essure caused her many issues and almost a year post op she was feeling better. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and according to her; she suffered for years before she had to have total hysterectomy at the (B)(6). This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned she suffered and essure caused her many issues; these issues were not specified and no medical reason for hysterectomy was given. Although limited information was provided in this case; as consumer related her hysterectomy to essure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and according to her; she suffered for years before she had to have total hysterectomy at the age of (B)(6). This event was considered serious due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned she suffered and essure caused her many issues; these issues were not specified and no medical reason for hysterectomy was given. Although limited information was provided in this case; as consumer related her hysterectomy to essure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.